Event description:
Resmed aircurve 11 and resmed airsense 11 have a history of leaking and shutting off. The water chamber does not seal to the inside of the device. I reported this to resmed and they stated that they are aware of this problem. It is worldwide problem. Recently we set up a vulnerable pediatric patient and the machine had a high leak and shut off during the night. This could've resulted in a very poor outcome for this patient. Luckily the mother noticed this quickly. After this event we cannot, in good faith, dispense these devices to patients anymore. I believe this problem needs to be looked at by your agency to assure these machines put any patients at risk. Patient code: 4580. Device code: 4019; 1354. Reference report: mw5171753.